Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was not having coverage of pain areas. The patient underwent a lead revision procedure wherein the lead was adjusted. The patient was doing well postoperatively.